Event description:
It is reported that a patient had low blood glucose of 39 mg/dl and needed the assistance of ems to help treated her. The details of treatment were food. It is not known if the insulin pump that the patient was using malfunctioned. The patient stated that they over bolused and only ate half of their meal before the issue occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.